Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient started to notice a "very warm heat sensation" at her pocket site intermittently just a few days prior to the report. The reporter stated that it "came and went" and it was not when the patient's stimulation was on or when she was recharging. The patient did not notice any redness or swelling and had not had any falls. The indication for use was non-malignant pain.